Manufacturer narrative:
One (B)(4) cutter was returned in a plastic bag along with the bl5423w pack label from lot v6204. Visual examination found the tip protector in place, the needle is not bent, the port window is in the opened position and the back cap is aligned correctly with the vent hole in the side of the cutter body. Dried solution is visible in the tubing. The connectors were inspected and no defects were found. A functional test was performed using the stellaris pc system. The inner needle did not reach the cutting edge preventing cutting. The cutter aspirated as it should. We are unable to determine the cause of the cutter poor cutting performance.

Event description:
A report from healthcare professional at the (B)(6), has indicated that the vit cutter didn't cut well. The healthcare professional used a different cutter to complete the procedure without any consequences or injury to the patient.